Event description:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ indicating that the device is disabled, system shows malfunction and keeps alarming. There was no patient involvement at the time the issue was discovered. Device was evaluated only by customer, customer confirmed that device hasn't been used for a long time. Customer performed the operational check and device was back to normal use. Based on the information available and the testing conducted, the cause of the reported problem was that device hasn't been used and tested. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed, and the potential severity is s3 has been identified in the risk document. The device was operational after doing the operational check. Device passed all required tests, and it remains at customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Reporter phone and reporting institution phone: (B)(6). H3 other text : device was evaluated only by customer.